Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated and the system was found to be fully operational. The system passed a system checkout. A software analysis was initiated but could not confirm the reported event.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system and the imaging system had an orange line of communication during a case. Site decided to proceed with the case without navigation and used the imaging system for a confirmation spin after they placed screws. This occurred intra/peri-operatively with no delay to surgical time.